Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00113 on 30-mar-2023. Additional information (27-apr-2023): siemens reviewed the information provided, and based on the service actions performed, a blockage in the aspirate probe #1 would affect the wash sequence and potentially cause a variation in results. Furthermore, the worn wash guides for the aspirate probes could cause the aspirate probes not to be rinsed efficiently. Therefore, the potential cause of falsely elevated total human chorionic gonadotropin (thcg) results is worn wash guides and aspiration probe #1 blockage. Siemens verified the atellica im 1600 analyzer post-service repairs, and the analyzer performed as specified. There was no event recurrence, and no further evaluation was required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to inform siemens that the aspirate probe was blocked when testing the affected samples. The customer also noted that quality control (qc) was out of range, and siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and identified base detection and lumo motion errors. During the inspection of the analyzer, the cse observed worn wash guides, a blockage in the aspirate probe 1, and malfunctioning sensors in the cuvette loader. The cse cleared the blockage from the probe, replaced the wash guides and pusher, and verified the analyzer's operation. The analyzer performed as specified, and testing passed. The cse completed an autocheck with no problems. The customer ran qc and noted that the results were acceptable. Siemens is investigating the event.

Event description:
The customer obtained falsely elevated total human chorionic gonadotropin (thcg) results for two patients' samples on an atellica im 1600 analyzer. The results were reported and questioned by the physician(s). The customer used the same samples and analyzer to perform repeat testing and stated that repeat results were lower and in line with the previous result delta and clinical picture. The customer issued a correct report. There are no reports of patient intervention or adverse health consequences due to the falsely elevated thcg results.